Manufacturer narrative:
This initial emdr is being submitted to FDA for this as a reportable event that occurred outside the USA. Injector malfunction is indicated as a potential malfunction related to the injector system, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
According to the information reported: the iol got stuck during screw rotation during insertion in the injector. Product replaced with another lens immediately during surgery. Patient implant: explantation. The patient has recovered and is fine.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred outside of the USA. Based on updated information received after product was returned, the event was reassessed as not reportable in the region of origin. Therefore, this follow-up report includes both the investigation findings and the reassessment determination. The report includes corrected information and additional information not available/included in the initial report. Corrected information: b1 - corrected - removed designation of adverse event. B2 - corrected - "other". B5 - updated with corrected complaint information. D3 - corrected to new us address. D6 - corrected - removed implant and explant dates (device was not implanted or explanted). G1 - corrected to new us address. H3 - corrected to yes. H6 - corrected health effect and health impact codes. Additional information: d9 - added date returned. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Injector and iol were available for investigation. The iol was found inside the injector tip. No abnormalities were found in production and inspection records of the product. (Serial no (B)(6); model: 150). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Original report indicated: according to the information reported: the iol got stuck during screw rotation during insertion in the inector. Product replaced with another lens immediately during surgery. Patient implact: explantation. The patient has recovered and is fine. Per updated information as of 21-jul-2022: during the investigation, the returned iol was found completely inside the injector. As no further information was available, we have to assume that there was a mistake in the original complaint information reported. Additionally, it was reported that there was no impact on the patient's health.